Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced persistent hyperglycemia after starting the device, with blood glucose remaining above 300 mg/dl and peaking at 385 mg/dl, and the device issued alerts for sustained levels above 300 mg/dl; insulin delivery was verified through the infusion set after disconnecting, and the user performed a full supply change with a new cartridge and resumed delivery, with the issue suspected to relate to the infusion site or site location. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no emergency care, and no need for assistance. Investigation included troubleshooting and education, verification of insulin flow through the set, and a complete supply change. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion site issue and no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.